Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable left ventricular (lv) lead was told that the lead on the left side was not working correctly. This lead remains in remains in service. No adverse patient effects were reported.